Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "here, fluid runs over the rubber stopper into the space between the plunger and cylinder."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1911732, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1911732 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from german to english: "here, fluid runs over the rubber stopper into the space between the plunger and cylinder."